Event description:
It was reported that the system controller was exchanged due to the black power cable being broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.